Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was identified on a mega suturecut needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the instrument's wrist. Other cables were not damaged at the wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.